Event description:
The reporter indicated the surgeon inserted the 13.2mm vicmo13.2 implantable collamer lens in the patient's right (od) eye on (B)(6) 2014 and on (B)(6) 2015 the patient was experiencing headaches, anxiety and insomia. The lens was explanted on (B)(6) 2015 and was not replaced. See MFR report# 2023826-2015-00991 for the other eye.

Manufacturer narrative:
This product is manufactured in (B)(6) and is not marketed in the u.s. (B)(4). A lens work order search was performed and no similar complaints were found within the work order. Based on the complaint information and work order search, we are unable to determine a specific root cause of the event. (B)(4).